Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the central regurgitation seems to be the result of the valve being implanted within the patient's pre-existing transcatheter heart valve and being post-dilated by the non-edwards balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral valve in valve pulmonic case, within a pre-existing non-edwards thv, the patient needed a second 20mm valve. After first sapien 3 valve was placed with an extra 2cc's, it was post-dilated with a true balloon. Post angio showed free central pulmonary regurgitation, so a second valve was needed. There was no residual regurgitation post implant of the second valve.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the central regurgitation seems to be the result of the valve being implanted within the patient's pre-existing transcatheter heart valve and being post-dilated by the non-edwards balloon. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a transfemoral valve in valve pulmonic case, within a pre-existing non-edwards thv, the patient needed a second 20mm valve. After first sapien 3 valve was placed with an extra 2cc's, it was post-dilated with a true balloon. Post angio showed free central pulmonary regurgitation, so a second valve was needed. There was no residual regurgitation post implant of the second valve.

Manufacturer narrative:
The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and no other complaints relating to central regurgitation were found from the lot. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. It should be noted that the thv was deployed in a non-edwards thv in the pulmonic position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for pulmonic valve in valve in conduit or surgical bioprosthetic valve replacement. The preparation training manual and procedural training manual were reviewed for instructions relating to the complaint event. The dimensions of the failed bioprosthesis should be determined so that the appropriate valve size can be implanted; and is best determined by using balloon sizing and/or computed tomography to perform the necessary measurements. Surgical valve 'true ID' may be smaller than the labeled valve size. To maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. During thv deployment, prior to deployment, check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker band, and the balloon lock is locked. Perform thv deployment. Assess the valve post-deployment using fluoroscopy. Withdraw the delivery system from the valve before assessing. Perform post angiogram. Based on the review of the IFU and procedural training manual, no deficiencies were identified. Thv in thv replacement in the pulmonic position using the sapien 3 (s3) with the commander delivery system (ds) is not an indicated use at the time of implant. The risk management file captures risks for indicated device use only. Off label cases are monitored on an annual basis in the post market surveillance and risk management review process. Since no product non-conformance was identified, a product risk assessment (pra) escalation is not required. Additionally, since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The central regurgitation was unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was deployed in a non-edwards thv in the pulmonic position. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for pulmonic valve in valve in conduit or surgical bioprosthetic valve replacement. As reported, 'after first sapien 3 valve was placed it was post-dilated with a true balloon'. Per procedural training manual, 'post-dilate with the delivery system', and 'if regurgitation is central rather than paravalvular, do not post-dilate'. It was recommended to use the same delivery system to conduct the post-dilation, and the risk of post-dilation was central regurgitation due to the potential valve over expanded. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.